Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: customer. Follow-up is being conducted to obtain legal contact information. If/when the contact information is received, a supplemental med watch report will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle unf and medical records received. After review of medical records patient was revised was due to adverse local tissue reaction, pain, weakness, periprosthetic osteolysis. Upon incision, extensive necrotic tissue was encountered. There was metallic staining, a loose necrotic soft tissue mass about 10x8cm. Doi: (B)(6) 2007. Dor: (B)(6) 2019; left hip.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the alleged adverse symptoms, and the product code reported, are associated with the articulation between depuy metal-on-metal products. Per (B)(4), it has been determined that should additional reports be identified for related metal-on-metal complications, a device history record (DHR) review is not required. Therefore, a complaint database search and/or device manufacturing review will not be performed for the reported product associated with this investigation.